Manufacturer narrative:
The lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual inspection: the sample was returned in two segments. The first catheter segment contained the entire outer catheter and hub, with inflation/deflation port exposed. The second segment contained the inner guidewire lumen and the balloon with fiber disturbance identified on the proximal cone. A segment of a .035 guidewire was returned partially inserted into the second segment. The proximal end of the balloon had become separated from the shaft. The proximal balloon weld bond was examined under microscopic magnification and evidence of material transfer between the balloon and the catheter shaft was seen, indicating that the laser welding had melted the two components together. The weld bond appeared to be consistent around the entire circumference of the bond, with no defects identified. Product packaging and label were not returned. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 16mm x 4cm balloon. X-ray inspection: the balloon was examined via in-house x-ray imaging and both marker bands were present on the catheter. Functional/performance evaluation: no functional testing could be performed due to the poor condition in which the sample was returned (two segments). Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: based on the condition in which the sample was received, the investigation is confirmed for a balloon detachment, fiber disturbance and loss of bond. The investigation is inconclusive for leak, as functional testing could not be performed. Per the reported event details, the procedure was performed in a tight stenosis; therefore, it is possible that patient factors contributed to the event; however, the definitive root cause could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of a tight stenosis in the iliac/femoral vein, an alleged leak was observed at the proximal end of the balloon. The balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure of a tight stenosis in the iliac/femoral vein, an alleged leak was observed at the proximal end of the balloon. The balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.